Event description:
It was reported that a spectrum pump displayed a white screen. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "device had white screen" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed processor board. The processor board is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.